Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-operative diagnosis: cystocele and stress urinary incontinence with intrinsic sphincter dysfunction and deficiency. Post-operative diagnosis: cystocele and stress urinary incontinence with intrinsic sphincter dysfunction and deficiency. Name of procedure: pubovaginal sling with tension-free tape, cystocele repair and cystoscopy. Medical history: patient is a gravida 5, para 4, with three vaginal deliveries. Her incontinence has worsened in the past 18 months.